Event description:
It was reported that the patient experienced fluctuating blood glucose with frequent hyperglycemia while using the ilet, and there were no unusual device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, with assignment for additional training and a plan to meet with clinical support. Investigation included a review of use patterns and user education. Investigation of this case revealed no device malfunction reported and no abnormal alarm behavior, suggesting user or therapy factors as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.